Manufacturer narrative:
Hospitalization no longer applies to this event. The previously reported patient codes (B)(6) no longer apply to this event as they were due to psychological issues there were pre-existing. Patient coding has been updated to include (B)(4). The event is no longer considered a serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from an healthcare professional (hcp) via saol and a manufacturer representative (rep). Additional information indicated the compounded baclofen in the pump was 1000 mcg/ml and the dose was 133 mcg/day. The dilaudid in the pump was 50 mg/ml and the dose was 2.4 mg/day. On 2018 (B)(6) and (B)(6) 2018, saol reported that "it was learned that the patient was a white female and the last the hematologist had heard was that she was in a nursing home (not further specified). They had no information regarding the patient's symptoms in 2018 as they had not seen the patient since (B)(6) 2017 (previously reported as (B)(6) 2017). Patient treatment included baclofen 1000 mcg/ml at 133 mcg/day. On an unspecified date, the patient used dilaudid in the pump and they added baclofen. On an unspecified date, the patient was also taking oral baclofen. Per the managing, she never had good pain or spasticity control. On an unspecified date, the patient had a psychiatric consultation and the patient was diagnosed with psychosis. The psychosis was not related to the pump. The pump was turned off and was out of the question. There was no change in symptoms. No additional information was provided." Additional information received from the rep that reported they were unsure if the symptoms of hallucinations and stiffness were related to the previously reported paresthesia and weakness. Turning the pump off did not resolve the issues. The cause of the psychological issues was unknown. The patient had a history of psychological issues and the patient had psychological issues prior to the device implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid 50mg/ml at 2.4mg/day via an implantable pump. The indication for use was non-malignant pain. Compatibility guidelines were requested for an MRI. Per the healthcare provider it was unknown if the procedure was related to the device or therapy. The reported symptoms were paresthesia and weakness in all 4 extremities. This was a sudden change in therapy/symptoms. No further patient complications were reported. Additional information received from the healthcare provider reported that the last time they saw the patient was on (B)(6) 2017 and no issues were reported to them when last seen on (B)(6) 2017. No further patient complications reported. On (B)(6) 2018, the rep called technical services to request the password to turn the patient's pump off. On (B)(6) 2018, additional information was received from the manufacturer representative (rep). Additional information indicated the pump was shut off because the patient decided they would like to have the pump explanted. There were no device issues, however, the patient reported having hallucinations or stiffness. The patient believed it was the dilaudid and baclofen in the pump. The managing physician believed this was a psychological issue. To eliminate any thought that the pump was causing the concern, the pump was shut completely off. On (B)(6) 2018, additional information was received from the rep. The rep stated "this has been an ongoing thing with this patient and the hcp believes it is psychological based/mental something is wrong with the patient". The patient stated they were experiencing hallucinations, stiffness and "where patient states she can't move her body". The hcp had been programming the pump to a low rate, but the patient was still experiencing hallucination and "things of that nature". The patient believed something was wrong with the drug infusion system but the hcp believed this was a psychological issue. To eliminate any thought that the pump was causing the concern, the pump was shut completely off. The rep stated the patient has been in the hospital and has been monitored. The patient's vitals were stable with no injuries. The rep stated that they thought the patient had been hospitalized for a couple of days at least. The patient has refused to be discharged from the hospital. The rep indicated the current medication in the pump was compounded baclofen and dilaudid (no known dose and concentrations).